Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the lateral edges of the implant broke when the implants were tamped for insertion. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: product analysis: the implant was returned with a crack running 180 degrees around the smaller cross-sectional material at the screw hole. Per the event description, the implant was fracture when the awl with into the screw hole. This is consistent with the lack of witness marks on the top of the implant or around the inserter location holes. If the awl placed pressure on the on it i.d. Of the hole the outward pressure could cause the implant to fracture. If information is provided in the future, a supplemental report will be issued.